Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00980. This report is being submitted as additional information. The referenced report of previously reported infection is captured under medwatch MFR report # 2916596-2018-00596. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: one year. Manufacturer's investigation conclusion: the patient remains ongoing on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient had mild leukocytosis that started on (B)(6) 2017 and resolved on (B)(6) 2017. The patient had a previous history of infection. Additional information provided stated that the patient presented to the clinic on (B)(6) 2018 with sudden onset of driveline exit site drainage. The patient was also seen by infectious disease and the plan was to admit for further evaluation and treatment. The patient denied any trauma to the driveline. On (B)(6) 2018, CT chest, abdomen, and pelvis showed that the lvad was in place. Rim-enhancing fluid collection along the subcutaneous tubing of the lvad, new from (B)(6) 2018, was consistent with a small abscess. On (B)(6) 2018, gallium scan showed increased uptake demonstrated along the subcutaneous tubing of the lvad, within the right lower anterior abdominal wall, compatible with driveline infection. All bacterial cultures have been negative. Due to gallium scan finding, the patient underwent incision and drainage of driveline with re-tunneling on (B)(6) 2018. The patient was discharged on with a wound vacuum assisted closure (vac) in place and taking oral antibiotics, doxycycline 100 mg twice a day (bid) per os and cipro 500mg bid. Currently, the wound vac has been discontinued and the old driveline site has healed. However, the new driveline site has some drainage. The patient currently remains on doxycycline and cipro.